Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 545 mg/dl. Customer was hospitalized for diabetic ketoacidosis. Customer was treated at the emergency room. Customer was off the pump for less than 48 hours. Troubleshooting was performed and it was found that the drive support cap appeared normal. The customer was assisted with high pressure test and the pump alarmed no delivery. The insulin pump was not returned for analysis.